Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of setscrew anomaly was confirmed and was due to medical adhesive inside atrial hex inset and connector block thread. The device was tested and no electrical anomalies were found.

Event description:
It was reported that during implant, the silicone was trapped in setscrew. The device was not used.